Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was a premature infant and was treated with tracheal intubation ventilator. During intubation, the patient was suffocated because the device could not be inserted because the outlet of the device does not match the model. Measures were taken to replace the device.